Manufacturer narrative:
One medfusion pump was received in good physical condition with no appearance of physical damage. The event history was reviewed and there was no evidence of the reported issue. Accuracy test and a syringe delivery test using volume/time with different times and different volume were performed. The reported issue was unable to be duplicated; the accuracy and syringe tests passed. The math works out perfectly. It appears that the second to the last infusion the customer ran was manually stopped by the customer before the programmed infusion was completed. There was no problem found with the pump.

Event description:
Information was received indicating that a smiths medical medfusion pump was running really slow and giving smaller doses than what it is programmed to give. There was no reported adverse event.